Manufacturer narrative:
Manufacturing review: as the lot number for the device was not provided, a manufacturing review could not be performed. Investigation summary: the device was not returned for evaluation. Images and medical records were not provided for review. Therefore, the investigation is inconclusive for difficult to remove and perforation as no objective evidence has been provided to confirm any alleged deficiency with the filter. Based upon the available information, the definitive root cause is unknown. Labeling review: the current IFU (instructions for use) states: warnings/potential complications: movement, migration or tilt of the filter are known complications of vena cava filters. Perforation or other acute or chronic damage of the ivc wall. Note: it is possible that complications such as those described in the "warnings", "precautions", or "potential complications" sections of this instructions for use may affect the recoverability of the device and result in the clinician's decision to have the device remain permanently implanted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported through the litigation process that approximately six months post filter deployment imaging allegedly demonstrated filter perforation and an unsuccessful percutaneous retrieval procedure was performed. Reportedly, the filter hook was also embedded in the anterior wall of the ivc. The status of the patient is unknown.

Event description:
It was reported through the litigation process that approximately six months post filter deployment imaging allegedly demonstrated filter perforation and an unsuccessful percutaneous retrieval procedure was performed. Reportedly, the filter hook was also embedded in the anterior wall of the ivc. The status of the patient is unknown. New information: it was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter tilted, perforated the ivc and embedded in the wall of ivc . The device has not been removed after an attempted but unsuccessful percutaneous removal procedure. The current status of the patient is unknown.

Manufacturer narrative:
H10: manufacturing review: a lot history review was performed. This is the only complaint to date for this lot number. Therefore, a device history record (DHR) review is not required. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately six months post filter deployment, CT revealed ivc filter in place, with chronic extending outside of the ivc. Subsequently a few days later, patient presented for filter removal. CT performed revealed embedded hook in the anterior wall of the inferior vena cava. Posterior struts are seen projecting beyond inferior vena caval wall. Unsuccessful attempts were made to retrieve the filter. Few attempts were made to snare the apex unsuccessfully as it was embedded in the wall. Few attempts were made to pass a wire surrounding the proximal ivc unsuccessfully. Hence, the filter was not retrieved. Therefore, the investigation is confirmed for perforation of the ivc and retrieval difficulties. However, the investigation is inconclusive for filter tilt. Per medical records, multiple attempts were made to engage the apex of the filter using snare and sheath but were unsuccessful due to embedment. This could have contributed to the retrieval difficulties. However, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. H10: b5,d4(expiry date: 03/2018). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.